Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the destination slender was inserted in the patient to repair a common iliac. After the stent was placed the physician went to remove the gs destination without wire or dilator inserted in the device. The physician felt resistance and continued to work to get the sheath out of the patient. The sheath eventually separated and broke in the patient. The patient was sent to surgery to have the sheath removed. The patient was doing well. Surgery to remove sheath, iliac repaired before. They are understanding that the sheath was not removed in the proper way. Additional information was received 04mar2021. It was a peripheral artery disease case; an iliac was being prepared.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. A portion of a 119 cm 6fr r2p destination sheath was received for product evaluation. No other components were returned for evaluation. Visual inspection of the sheath revealed kinks along the shaft of the sheath. An unknown material was also noted wrapped around the tip of the proximal end. The proximal end was flattened, and the end of the coiling was sticking out of the inner and outer layers of the sheath. The sheath length measured to be 82.5 cm from the hub. The complaint can be confirmed for sheath mechanical separation. The likely cause of the event is withdrawing the sheath in the presence of resistance. The complaint description states that the sheath was withdrawn without the dilator mated to the sheath, this event likely contributed to the failure. Pulling forces during withdrawal along with resistance in the vasculature likely caused the breakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.